Event description:
Reportedly, hospital experiences problems with c-e perimount mitral valve due to incomplete coaptation of leaflets. A patient died. Device relation is unclear.

Manufacturer narrative:
Device not returned.